Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Initial reporter facility name: (B)(6) hospital - (B)(6) h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had kinks / bends. The following information was provided by the initial reporter: primary IV set #2426-0007 secondary IV set #10016073 with IV set demonstration, nursing not following all steps for proper IV set loading. Drip chambers seen filled less than 2/3 full. Observed IV sets still coiled directly below the drip chamber while infusing. Nursing unaware of location of air in line sensor. Pump modules door left open following discontinued ivs when rn discards tubing and IV container.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.